Manufacturer narrative:
No device was returned for evaluation. Due to this, the reported customer issue of the pump alarming was not confirmed. A service history review shows the device has not been in for repair in the last 12 months. If the device is returned for investigation, the device will be investigated with results sent in a supplemental report.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump turned off after alarming but the battery life appeared to be full. This event occurred while in use with a patient but no patient harm was reported.